Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet and the wake button was unresponsive. Reportedly, the alert cleared, the pump successfully began charging after leaving the pump plugged into the power source and the pump display turned on when plugged into a power source. Additionally, it was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Reportedly, the customer continued to use the pump for insulin therapy. Customers blood glucose was 119 mg/dl.